Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, unable to open the refrigerator door. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, unable to open the refrigerator door. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door could not be opened. A field service engineer (fse) observed that the small helmer refrigerator's screen was unresponsive to touch inputs. Initial attempts to resolve the issue by powering down both the helmer unit and the pyxis medstation proved unsuccessful. Upon logging into the pyxis system, the fse identified a failure in the refrigerator¿s storage space configuration. Rebooting did not resolve the malfunction. The fse then instructed the customer to reboot the refrigerator unit directly. This action successfully resolved the issue, and normal functionality was restored. The system functioned as intended after the field service engineer assisted the customer in resolving the issues.